Manufacturer narrative:
Additional information: b5- a facility representative reported that an implantable collamer lens (icl) tore/broke during injection/delivery into the eye. The lens was implanted and removed intra-operatively within the same surgery. Reportedly, there was no patient injury. A replacement lens was later implanted. (B)(6). Claim#: (B)(4).

Manufacturer narrative:
Lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vtich 12.6 implantable collamer lens of 10.00/3.5/071 (sphere/cylinder/axis) tore/ broke during injection/ delivery into the patient's right eye (od) on (B)(6) 2023. The lens was not implanted but it did have patient contact. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6- method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).